Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient said for some reason they are having to charge every day and getting it to charge is a nuisance. Patient said getting up to 50% sometimes takes about an hour. Patient also said it is a real slow charge and not a quick charge. Agent asked if patient was able to charge the implanted neurostimulator and patient said no. Patient then said they has a hard time connecting the remote to the implant in her back to recharge and it feels like the location is moving or something is not ticking up. Patient mentioned the controller to the wall is fine but the implant is not so good. Patient has done this about every second day and sometimes twice a day to get the implant to charge. Patient reset the controller and reported the green light was blinking. Patient plugged in the recharger and reported recharging excellent. Age nt reviewed the equipment did connect fast and that there doesnt seem to be an issue with the equipment. Pt states not a real quick charge and its real slow. Pt states she sat an hour and didnt even charge 10%. Agent advised to see if the reset did anything and to call again if the issues continue. The troubleshooting steps that were taken on the call resolved the issue. The patient stated that the device is not helping her back because the pain is still there. Agent directed to hcp. Pt states hasnt helped since implant. Agent had a hard time following the patient as the patient was providing all kinds of different information. Pt states shes been sent equipment in the past. Pt states she is meeting with the mdt rep on friday.